Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while washing their hair. The episode showed diminished r-wave amplitudes and t-wave oversensing. The patient was seen in the clinic for troubleshooting. It was noted that the morphology was significantly changed since implant and the physician suspected an intermittent right bundle branch block (rbbb). During testing, they were seeing different morphologies with different movements. X-rays were performed and showed no changes to system placement since implant. At the moment, the plan was to reprogram the sense vector from primary 1x gain to alternate 2x gain and closely monitor the patient on latitude. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while washing their hair. The episode showed diminished r-wave amplitudes and t-wave oversensing. The patient was seen in the clinic for troubleshooting. It was noted that the morphology was significantly changed since implant and the physician suspected an intermittent right bundle branch block (rbbb). During testing, they were seeing different morphologies with different movements. X-rays were performed and showed no changes to system placement since implant. At the moment, the plan was to reprogram the sense vector from primary 1x gain to alternate 2x gain and closely monitor the patient on latitude. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service. Additional information was received that nearly one year later the patient received another inappropriate shock, due to smaller amplitudes and a wide qrs complex, leading to oversensing. An untreated episode was also stored showing oversensing of noise. Technical services discussed trying to reproduce the morphology change and evaluating the secondary vector. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while washing their hair. The episode showed diminished r-wave amplitudes and t-wave oversensing. The patient was seen in the clinic for troubleshooting. It was noted that the morphology was significantly changed since implant and the physician suspected an intermittent right bundle branch block (rbbb). During testing, they were seeing different morphologies with different movements. X-rays were performed and showed no changes to system placement since implant. At the moment, the plan was to reprogram the sense vector from primary 1x gain to alternate 2x gain and closely monitor the patient on latitude. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service. Additional information was received that nearly one year later the patient received another inappropriate shock, due to smaller amplitudes and a wide qrs complex, leading to oversensing. An untreated episode was also stored showing oversensing of noise. Technical services discussed trying to reproduce the morphology change and evaluating the secondary vector. No additional adverse patient effects were reported. The device and electrode remain implanted and in service. Additional information was received. About 10 weeks later, the s-ICD system was explanted and replaced with a non-boston scientific transvenous ICD system, due to the history of inappropriate shock therapy. The explanted products were discarded and will not be returned for analysis. No additional adverse patient effects were reported.